Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, date of implant (B)(6) 2018; 429688 lead, date of implant (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and inhibition of pacing and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.